Event description:
It was reported that the device display screen was grainy and frozen upon boot up. The device was inoperable and unavailable for use. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional performance testing. Device was returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly and determined the cause of the malfunction to be loose fitting contacts on the j3 of the memory pcb connector.